Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. The physician explanted patient's ipg and left the paddle implanted in the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.